Event description:
Initial results for a patient sodium/potassium/chloride was 120/3.7/92. When repeated, the results were 134/4.1/100. The incorrect results were not used to guide therapy. The field service rep found the lld board was bad and repaired the instrument by replacing the board.